Event description:
The power cord got tangled in the pedals and was broken, exposing conductors.

Manufacturer narrative:
We were performing a retrospective review of complaints as a result of a previous MDR to identify any devices exhibiting a similar issue.